Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. An investigation was therefore, not performed and the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The lenses were released according to specification. The device manufacturing procedures were performed as required. There were no associated deviation or non-conformity reports found in the review related to the complaint. A search on complaints revealed no additional complaints were received for this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's capsule ruptured. It is unknown if the intraocular lens (iol) was implanted or was being implanted when the rupture occurred. There was no further information provided.